Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue did not involve an inability to move the instrument at all. It was further clarified that the articulation of the instrument was not matching the master tool manipulators (mtms) and there was a lag/delay in the movement of the instrument. The issue was confirmed to have occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer (hrsv). The was no report or observation of fragments falling from the device while in use within the patient. Additionally, a "plastic rattle" was noted to be heard within the instrument housing. The procedure was completed robotically using a different instrument of the same type.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the articulation of the prograsp forceps instrument wrist was not following the masters. It was further noted that the surgeon could not control the angle of the wrist. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.